Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat troponin-I that repeated negative. On (B)(6) 2021, the patient generated architect stat troponin positive of 2.307 ng/ml (0 hour, sid (B)(6)) that was repeated for precision 5 times with negative results of 0.003, 0.005, 0.004, 0.001, 0.002 ng/ml. The account stated the sample was slightly hemolyzed with no fibrin clots seen. The account uses a troponin normal reference range of 0.000 to 0.045 ng/ml. No specific patient information was available. No impact to patient management was reported.

Manufacturer narrative:
The evaluation is in process. A followup report will be provided when the evaluation is complete.

Event description:
Additional information was provided that another patient generated false positive architect stat troponin-I of 5.638 ng/ml that repeated negative of 0.013, 0.012 ng/ml. The account stated uses a critical range of 1.0 ng/ml. No specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
Section d3 email, fax updated. Section g1 contact name, address, email, phone, fax and mfg site email, fax updated. Use error may have occurred with the falsely elevated result as a retest gave the expected result indicating a possible sample handling/integrity issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. A ticket search for lot 35151un21 did not identify increased complaint activity related to the falsely elevated patient results. A review of ticket trending data for the architect stat troponin-I was performed. No adverse trends were identified related to the patient results. Historical performance of reagent lot 35151un21 was evaluated using world wide data for the troponin-I assay. All levels of patient medians are within the established limits. No unusual reagent lot performance was identified for lot 35151un21. The historical performance of the reagent lot will be used in place of retained file sample analysis. Device history record review was performed on lot 35151un21, which did not show any potential non-conformances, deviations, or non-conformances. Therefore, a product deficiency was not identified as the statistical evaluation indicates the assay performs per specification. Section d3 email, fax updated. Section g1 contact name, address, email, phone, fax and mfg site email, fax updated.